Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's pump registered a high blood glucose (bg) reading; value not provided. Reportedly, the pump was unable to deliver insulin due to customer adjusting settings. The customer delivered bolus correction to treat elevated bg.